Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the syncope was determined to be unrelated to the pacemaker and no interventions were undertaken.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker presented to the hospital due to syncope. Review of stored device memory noted no stored episodes that correlated with the syncope, however, the cause of syncope was not determined. No additional adverse patient effects were reported. This product remains implanted and in service.